Event description:
It was reported that during a lap gastrectomy, the target tissue moved forward and the staples were not deployed properly at the 1st stroke of the 3rd firing. Another device was used to complete the case. There were no adverse consequences to the patient. The device was fired properly at the 1st firing for the duodenum and the 2nd firing for the gastric body.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the firing sequence completed?---no. Was the tissue fully cut and only partially stapled? ---no. Were all the staples deployed? ---no. Please describe the shape of the staples? ---no information. On what tissue type was the device used? At what location on the tissue? ---gastric body. Was buttressing material utilized? If so, which product? ---no information . Was the instrument fired across or near an existing staple line or clip? ---no information. Were any unexpected noises heard? ---no if so, when? Were any of the forces higher or lower than expected (closing, or opening)? ---no after use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---yes. Was there any difficulty removing the device from the tissue? ---no. Is there any other additional information you would like to share about this device or procedure? ---no. Did the device cut or staple at all?---as the target tissue slipped forward at the 3rd firing, the target tissue was not cut nor stapled properly. Please explain what is meant by "stapled properly?" Were staples deployed?---yes. Were the deployed staples formed completely? ---no. The analysis found that one device was returned in good visual condition and with four ecr60d cartridge reloads present. The cartridge reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.